Manufacturer narrative:
Explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of a zxt150 22.5 diopter intraocular lens, the physician noticed the lens was cut coming out of the cartridge. The room technician noted that there was not any loading issues during the procedure. The lens was inserted and removed. When the lens was removed it was cut in 3 pieces. There were no further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Device returned to manufacturer on: 01/25/2017. Device returned to manufacturer: yes. Device evaluation: the intraocular lens was returned to the manufacturing site for investigation. The product was received in a lens holder. The lens was inspected using 12x magnification. It can be seen one haptic is missing and the edge of the optic is damaged. Investigation of the returned lens along with the condition of the lens does not suggest the damage observed was introduced during manufacturing. The customer's reported event could not be confirmed. Manufacturing record review: a review of the records was performed. During the review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. A search of complaints revealed that no similar complaints were received for this production order number. Labeling evaluation: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lenses. Based on the results of the investigation, no quality product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.